Event description:
It was reported the pt experiences pain at the ipg site due to the ipg being superficial and flipping in the pocket. The pt will contact the physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.